Event description:
It was reported the inserter knob would not loosen to a point to allow the implant to be released. The implant then had to be removed, on the inserter. The surgeon went on to use another peek cage after 30+ minutes of trying to remove the tm ardis cage.

Manufacturer narrative:
Investigation in process.